Event description:
New information noted that the implantable cardioverter defibrillator exhibited crosstalk.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2021-32695. It was reported that when the patient presented remotely via (B)(6) transmission, noise oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2021. The device was prophylactically explanted and replaced due to advisory. The patient¿s condition was stable.